Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was showing some problems with the turbine. It was stated that the volume was higher than the set that a fluke vt 650 was used to analyze. There was no information of patient harm and intervention done associated with the event as of this time.